Event description:
It was reported that via remote transmission, an alert for charge time limit reached was received. Multiple in-clinic capacitor maintenance tests were performed, with some test exhibiting a long charge time. It was also noted that the alert was cleared and the patient notifier was re-enabled, however upon review of the session record the alert was still present and the notifier was off. Subsequently, a new transmission was received showing the patient notifier was indeed on. The device was later explanted and replaced without issue.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.